Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the large needle driver instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.

Manufacturer narrative:
The large needle driver instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted living donor kidney reimplantation surgical procedure, it was discovered that the steel wire on a large needle driver was broken. The fragment was not retrieved, but the procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was checked before use and found to be in good condition. However, during the operation, the steel wire broke. The doctor believed that his technique was not problematic and that the procedure was performed as usual. The operating room staff had no additional information to share.